Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. The reported patient effects of unspecified tissue damage and mitral valve insufficiency/ regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for unspecified tissue damage could not be determined in this complaint. The reported mitral valve insufficiency/ regurgitation was due to tissue damage. Although a conclusive cause for the reported tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the tissue damage. It was reported that the procedure was performed to treat grade 4 mitral regurgitation. The first clip was implanted without issue, to further reduce mr a second clip was implanted. However, after the second clip was implanted, the posterior mitral leaflet tore, the clip remained secure on both leaflets. Mr returned to grade 4. No additional information was provided.